Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar placement procedure performed on (B)(6) 2022. During a follow up consultation on (B)(6) 2022, the radiation oncologist found prostatic infiltration and possible rectal infiltration at the apex and rectal hump seen on computed tomography (CT) and magnetic radiation imaging (MRI) for simulation. Due to the infiltration, the radiation treatment will be delayed for 6 months to allow the gel to resorb and the patient will continue on hormone therapy. There were no patient complications nor adverse side effects reported as a result of this event.